Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 491 mg/dl and that and that their reservoirs were not working. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels by drinking water. The customer did not provide their blood glucose level at the time of the call. The customer reported that they had five reservoirs that did not work and were out of reservoirs to use before the incident. The customer did not troubleshoot the issue. The insulin pump and reservoir will not be returned for analysis